Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that excessive force is required to press the wake button and activate display. The customer's blood glucose level was 70-200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.